Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented with no ventricular capture and multiple non-sustained lead noise episodes. Lead dislodgement was observed. The lead was repositioned. No further issues were reported.